Event description:
During a tumorectomy procedure, solid tone occurred each time surgeon activated the shears right from the beginning of the case. No message error was found on the generator. Replaced the handpiece of complete the case. No patient consequence.